Event description:
Hp reported a system 1000 hemodialysis removed 1 kg more weight than intended during a treatment with no device alarms. The ultrafiltration (uf) target for treatment was 1 kg and the actual weight removed was 2kg. The patient experienced some cramping but treatment was completed. There was no patient injury or medical intervention associated with this accident.